Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, after deployment of the device through the patient's left side during the procedure, it was noted that the dart detached from the suture. Upon inspection of the device, they found the dart inside the capio device. Reportedly, the suture was pulled back and tensioned along the capio handle during the deployment. The procedure was completed using the same device. There were no patient complications as a result of this event. The patient's condition after the procedure was reported to be stable and good.